Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue and the battery compartment was cracked. Reportedly, the battery cap was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed an unexpected pump reboot. During a visual inspection of the pump, the battery compartment was confirmed to be cracked in two places. The returned battery cap secured properly to the pump to maintain an electrical connection. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated power interruptions. The pump case was removed, and no intermittent conditions were found on the power circuit board. Evidence of the power complaint was found in the black box data; however, the complaint was not duplicated.